Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient was admitted to the hospital with chest pains. Loss of capture was observed. When repositioning was unsuccessful, the lead was explanted and replaced. The patient was in good condition following procedure.